Manufacturer narrative:
20-nov-2020 product investigation results: cause was traced to manufacturing. Action plan is in place.

Event description:
Had to go to doctor to remove tampon [foreign body in reproductive tract] string came undone when I tried to remove it, had to go to doctor to remove tampon [complication of device removal]. Tampon string came undone [device breakage]. Probable manufacturing cause [manufacturing issue]. Consumer sent e-mail stating the string came undone when she tried to remove the tampon. No serious injury was reported.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Had to go to doctor to remove tampon [foreign body in reproductive tract]. String came undone when I tried to remove it, had to go to doctor to remove tampon [complication of device removal]. Tampon string came undone [device breakage]. Consumer sent e-mail stating the string came undone when she tried to remove the tampon. No serious injury was reported.